Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose level was 400-500 mg/dl. The customer stated that she had issues with the infusion sets. The customer stated that she sweat her sites off in two days. The customer stated that when she is active, the sites are coming off. The customer was provided recommendations to improve adhesion. The customer was advised to monitor the problem and call back if issues persist.